Manufacturer narrative:
(B)(4). Batch # p55l3w. The analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what grade of hemorrhoids? Unable to obtain. Were the hemorrhoids circumferential or multi-site? Unable to obtain. Did the surgeon receive any audible and tactile feedback? The characteristic cracking noise was detected during firing and the washer was cut completely. Did the device cut between 2 and 6 o¿clock? Between "2 and 6 o'clock" the device cut but did not staple, and there were no staples visible. The rest of the staple line appeared to be normal. No anomalies were noticed during use. The yellow indicator for the staple height was in the middle of the green scale and the tissue was evenly placed in the device.

Event description:
It was reported that during an unknown procedure, after firing, the instrument could not be removed out of patient. With finger surgeon groped. Instrument stapled between "6 and 2 o'clock" but instrument did not staple and cut between "2 and 6 o'clock". Patient was converted to open. The procedure was completed using the milligan morgan technique. Patient is ok.